Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for residual pain from rsd. It was reported that first time they tried to implant the ins patient got a staph infection. Patient stated something malfunctioned and while he was in the recovery room he felt a burst of pain. Patient ended up having a staph infection and the device had to be removed. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the consumer reported that all he knew about the issue after he was first implanted was he was in the recovery room and there was a tremendous amount of static and pain inside him and he felt like something was shorting out. The patient stated it kind of stopped working from what he gathered but noted he was kind of drugged so didn¿t know from that perspective. The patient was taken back to the operating room and the unit was removed and replaced the same day. The patient mentioned he was just fine and then within 2-3 weeks he went through a great amount of physical discomfort, pain and not feeling well. The patient had been going to a physical therapy program at the hospital and went to pain management stating that he was sick and something was wrong. An examination found an infection surrounding the unit and everything had to come out and they couldn¿t sow the wound up as it had drains. The patient mentioned a test of the infection was done and he was in isolation for a week at the hospital and did not know how he got a staph infection when he went to the hospital.

Event description:
Additional information was received from the patient. It was reported that did not know what troubleshooting was performed. The defective unit was removed while the patient was still in recovery area, another was with the rep and it was implanted. The cause was not known but it felt like and electronic shock that was extremely painful. It was unknown whether the staph infection was related to the devices. Patient could not remember but the weight was probably (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.